Manufacturer narrative:
Isi has received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm the customer reported failure mode. Visual inspection confirmed the unit was in good condition. The illuminator was installed and tested on an in-house test system and would not power on. The fuses were good. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the illuminator lamp turned off and would not power back on. The surgeon made the decision to complete the procedure using an external illuminator. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. A technical field specialist (tfs) was dispatched to the facility and was able to reproduce the issue. The illuminator was replaced to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.